Event description:
During a meeting in which increasing the size of the sharps containers was being discussed, one of the nurses stated that they have been stuck several times by sharps that have not fallen into the container. They reported this is particularly a problem with butterfly needles that don't weigh enough to cause the lid to drop. Other causes are the nurses not ensuring that what they've put in the container has actually gone into the box or putting items other than sharps into the container. Facility is considering changing to a different sharps container and possibly changing to a container by another MFR. No decision has been made at this time.